Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital with complaints of dizziness and syncope. An electrocardiogram revealed loss of capture (loc) due to high thresholds. The patient is pacemaker dependent. The device and associated lead were explanted.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.